Event description:
The patient reported that in two days, four v-go 30 have fallen off. Additionally, the patient reported a couple devices fell off before this. The patient stated they were unsure if this issue was due to the heat and/or perspiration. The devices are not available for return to the manufacturer for evaluation.